Event description:
Meter name: ultra. Strip name: ultra strips. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: none. A pt reported they were not able to get any readings. Their meter allegedly would not power off. The result on their meter was: unable to test. The result on the: none. Treatment was unk. No further info has been reported.